Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results): 1 device: pusher / device migration. 1 device: circuit board; power supply; sensor / electrical/electronic component problem identified. 2 devices: appropriate term/code not available / no findings available. 1 device: sensor / electrical/electronic component problem identified. 1 device: circuit board / failure to calibrate or used out of calibration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 6 malfunction event(s), where it was reported the device experienced unintended direction of the zoom; unintended motion. No adverse consequence or clinically relevant delay in treatment was reported.